Event description:
Acl top coagulation analyzer did not flag an erroneous prothrombin time (pt) result. The pt reagnet in use was hemosil recombiplas tin ([510(k) no. K043184]. Customer reported a pt result of 8 seconds. Pt was redrawn and failed extended mode was run on the instrument and a pt result of 111 seconds was reported. Sometime during this period, the coumadin pt was given heparin. The dr. Thought that the pt wasn't responding to coumadin and needed her medicated. Internal review of the instrument backup determined that the baseline noise met all data reduction criteria and clot point was incorrectly identified within the baseline. Note: to our knowledge, there was no adverse event related to the change in treatment.